Manufacturer narrative:
Limited information received so far however a revision surgery was reported. Investigation is ongoing.

Event description:
A revision surgery occurred and screws backing of a plate was reported. Limited information received reasonably suggests a reportable event.

Manufacturer narrative:
(Annex c) 4247 - this complaint was not escalated to root cause analysis. (Annex d) 4316 - this complaint was not escalated to root cause analysis.

Event description:
It was reported that some screws backed out of a mtp plate. A revision surgery was conducted and all hardware were removed.